Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Per pump log review it was observed that customer went through the load process and it was then reported that the customer experienced a hypoglycemic event which required 3rd party intervention. Paramedics were called and customer was taken to the emergency room, with a low blood glucose. The customer was later reported to be in stable condition. Multiple attempts were made to obtain more information about the reported event; however, no response was received.